Manufacturer narrative:
Date of event is unknown. Additional information will be provided if applicable. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction caused due to poor contact of the video connector receptacle and fluid adhered to the contact of the video connector receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had distorted image colors. There was no patient involvement.